Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed; no anomalies were found. Further analysis revealed the grommet was damaged.

Event description:
It was reported that, during an initial implant attempt, the device was oversensing. The device was explanted and replaced no patient complications have been reported as a result of this event.